Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received a questionable result for one patient sample tested with the elecsys total psa immunoassay on a cobas 8000 e 801 module. The sample was initially processed on a beckman coulter pre-analytics system. The complained sample resulted in a total psa value of 0.033 ng/ml and a free psa value of 1.590 ng/ml and these values were reported outside of the laboratory. The customer's client questioned the total psa result. The sample was no longer available for repeat testing. A new sample was collected from the patient on (B)(6) 2022 and this sample resulted in a total psa value of 13.3 ng/ml and a free psa value of 1.73 ng/ml. The total psa value of 13.3 ng/ml was deemed correct. The total psa reagent lot number was 550472. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The expiration date for total psa reagent lot number 550472 is 31-oct-2022. The last calibration performed on 02-mar-2022 was ok and there were no alarms. Quality controls were within range. The customer did have one level of control that was outside of range on the day of the event, but repeat measurement was within range. Upon review of the alarm trace, a sample clot detection error and a sample short error were observed. These are indicators of possible poor sample quality. The field service engineer replaced the analyzer measuring cells. Instrument checks were good. The investigation determined the service actions resolved the issue.